Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in stent. The target lesion was located in the moderately calcified middle of the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), a non-bsc stent was implanted. After that, an opticross¿ imaging catheter was used for post intravascular ultrasound (ivus). While the physician was removing the opticross¿ after the post-ivus, it was noted that the distal edge of the stent got caught with the wire exit port of the opticross¿. The physician then advanced the imaging catheter to the distal and dilated the implanted stent with an unspecified balloon catheter. The opticross¿ imaging catheter was then removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is good.